Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 539523) broke. A carbide drill was used to cut the screw head and remove the plate. The surgery was completed after a 20-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00601 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 539523) was returned for evaluation. The returned driver was examined with magnified photography. The driver exhibited brown discoloration adjacent to laser marks. The tip of the driver was broken; the part was separated into at least two fragments (the body and any number of unknown fragments of the driver tip). As only the driver's body was returned, all evaluation will be of the breakage/fracture on the body. The main body's drive interface terminates with a complex fracture setup consisting of multiple fractured surfaces, with most fractured surfaces being oblique/angled and therefore not perpendicular to the device's axis. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking. Surfaces appeared moderately smooth with sporadic texturing and occasional sharp edges; there were no regular occurrences of progression/beach/seashell marks on the fractured surfaces. There was occasional brown discoloration on the surfaces of the breakage. The observed phenomena suggested a brittle failure mode; brittle failure occurs when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; as the returned part exhibits multiple oblique/angled fracture planes, this suggested that the device could have failed in a brittle manner during torsion with a potential additional off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.